Event description:
It was reported that t:slim x2 pump battery did not charge consistently because charging connection was loose and required cable to be wiggled. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter with a working outlet, tried leaving adapter plugged in for at least 30 minutes, and although pump began charging, connection remained unstable, so technical support arranged shipment of replacement charging cable and wall adapter and advised customer to contact healthcare provider if pump battery depleted before replacement supplies were received.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.